Event description:
Reporter stated that patient's blood glucose was tested on the accu-chek mobile system with back-to-back results of 1.9 mmol/l and 9.3 mmol/l. Reporter noted that both tests were performed with the same blood drop. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.